Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: a review of the black box showed multiple call service 088 watchdog alarms. The rewind, load, and prime steps were performed successfully. No call service alarms or issues occurred during investigation. The pump cover was removed to find no intermittent conditions to the internal components. The pump performed within specifications and the call service issue was not duplicated during testing. Unrelated, to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap fit securely. Additionally, the audio bolus button was unresponsive. The audio bolus button cover was opened to find a bent pin.